Event description:
A plastic surgeon reported that the finger flange on a 20-cc syringe broke when he was applying pressure to inject anesthetic through a small gauge needle and he cut his thumb on the broken plastic. During follow-up communication, the plastic surgeon declined to elaborate on the injury or whether any treatment was required beyond claiming that it inhibited his ability to perform surgery for a week. Despite requests for additional event specific info, the plastic surgeon declined to make this info available.